Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2012. The pt's anatomical form was suitable for endovascular repair. After removing the gray positioner form the captor valve, blood kept leaking even though the valve was closed. He removed the sheath and inserted another 18fr sheath to place the iliac leg graft and completed the procedure without problem. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Still under investigation.